Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2008 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.